Event description:
It was reported that a motor voltage error was experienced. No patient injury.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis for motor supply voltage bgnd test. During visual evaluation, a crack on right plunger case was identified. During analysis, able to duplicate the error. The event history log was not reviewed because the technician was unable to bypass the motor supply voltage bgnd test to download the log. Based on the evidence, the complaint was confirmed. The main board does not operate as intended as a result of normal wear. Service replaced the main board. Service also performed preventive maintenance and all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.